Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 579 mg/dl. The customer reported that the unexpected restart alarm after the battery change. It was reported that the pump had displayable history crc check failed on startup alarm and also had blank display. Customer had declined troubleshoot for high blood glucose. Troubleshoot was performed. The customer to insert the new battery. Customer stated that the display returned. The customer was advised to monitor the pump. The customer was advised that we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. The insulin pump will be returned for analysis.